Event description:
While performing a function check, the tech noticed the casters were ratcheting when in brake but the wheels did lock.

Manufacturer narrative:
The tech replaced both worn foot section casters to repair the stretcher.